Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during fill tubing, no drops of insulin were seen out of the end of the tubing. Reportedly, insulin leaked at the luer lock. The customer disconnected and reconnected the luer lock connection, filled tubing, and saw drops of insulin out of the tubing. The user's blood glucose level was 85 mg/dl.